Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while looking through the pump history, data from dates (B)(6) were missing. Reportedly, the customer allowed the battery to fully deplete on (B)(6) 2016 and the customer was aware of the low power alerts/alarm. There was no impact to the customer's blood glucose level. The customer turned the pump on and resumed insulin delivery. Reportedly, the customer would continue to use the pump until replacement pump is received. Also, it was confirmed that the customer had manual injections available.